Event description:
It was reported that remote transmission was received for non-sustained lead noise. Review of the episodes revealed functional loss of ventricular capture due to atrial blanking of premature atrial contractions, leading to the incorrect episodes. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.